Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder prob"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/prob") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),apareunia, pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder/urinary problems: bladder probs. Urinary probs., bladder infect. ,uti, vag. Infect., vag. Discharge, hair loss, hormonal changes, headaches, nausea, nuero condit/prob,weight gain. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') and bladder disorder ('bladder problem') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder (seriousness criterion medically significant), urinary tract disorder ("urinary probs"), migraine ("migraines/headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and nervous system disorder ("neuro condit/prob") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bladder sling in 2011 and hysterectomy with bilateral salpingooophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, migraine and vaginal haemorrhage had resolved and the psychological trauma, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for psych injury, bladder/urinary prob. Current weight 177 lbs. (B)(6) 2008 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, pelvic pain, and dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events" migraines/headaches and abnormal vaginal bleeding" was added. Plaintiff demographics, medical history, lab data, essure removal date and reporter were added. On (B)(6) 2020: medical record received. This case is medically confirmed. Patient demographic and reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.